Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient's mother reported that the patient was hospitalized for hyperglycemia while using the infusion set. The mother stated that he was receiving an e-4 occlusion error for the past 3 days and his readings were higher. At 3:30 am he tested and received a reading of 458 mg/dl, at 5:10 am his reading was 358 mg/dl, and at 6:30 am his reading was 505 mg/dl. At an unknown time the patient started vomiting and his parents transported him to the hospital. The blood glucose results obtained at the hospital were not provided, however the patients hba1c was 11. The patient was diagnosed with diabetic ketoacidosis and was treated with an IV of insulin. Mother attributes the high blood sugar to the e-4 occlusion errors. The patient was hospitalized for two days. The lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.